Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device (3.5mm cortex screw self-tapping 30mm) was not received for investigation. A photo investigation was performed based on the photos attached in notes & attachments section of pc titled ¿ea156286-27fc-4c07-bfa4-94f58201f22c.jpeg¿ and "14a0d19b-33e4-4151-aeac-2d2f0175d606.jpeg". The images were reviewed, and the complaint condition is not confirmed. After review of the x-ray provided, a displaced nonunion fracture is visible, the proximal fragments appear to be disassociated from the shaft of the bone. Additionally, a 4.0mm cannulated cancellous screw and washer construct is protruding out of the tibial head. Nevertheless, there are no notable defects identified and no signs of issue with the device(s) shown on the x-ray and no visible causes for pain and infection. The ¿3.5mm cortex screw self-tapping 30mm¿ does not appear to have any defect or deformation. This complaint is not confirmed as a photo inspection does not show malfunction of the complaint device. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no mre could be performed due to unknown lot number of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the sales consultant was notified of an add on case. The patient had a complaint to be seen after a tibia plateau fracture and repair due to severe pain and other complications. The original surgery took place on (B)(6) of 2021 and the patient had a draining fistula at the incision site as well as improper reduction of the original fracture. The surgeon decided to remove all current hardware and verify the presence or the lack of pathogens. Also the patients health needs to be stable before he can proceed with a revision surgery, to properly reduce the joint line and make the limb useable again for the patient. This report is for one (1) 3.5mm cortex screw self-tapping 30mm. This is report 17 of 18 for complaint (B)(4).

Manufacturer narrative:
Additional product code: jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.